Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown time post procedure, the patient suffered a stroke. The physician who performed the transesophageal echocardiogram (tee) determined there was no thrombus on the face of the closure device. The physician said the device looked to be in the proper place. The patient is currently stable. It was noted that the physician did not feel that the stroke was related to the closure device. They believe the stroke was caused from somewhere else in the body.